Event description:
Event: premature contralateral deployment and loss of wire access. Case detals: the contralateral limb prematurely deployed and wire access was lost. Access was regained via the ipsi side. The contralateral iliac was small. Stents were placed bilaterally in the graft limbs.